Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display showed a "call your doctor" icon due to an out of regulation (oor) condition following a fall approx a week before the report. The pt experienced some breakthrough tremor after the fall as well. The pt fell flat on the whole front of her body, impacting the implantable neurostimulator (ins) while she was walking and carrying some items. A check of the system at the clinic on (B)(6) 2011 noted that movement and palpation did not cause stimulation changes. Normal impedances were noted at 1.5v. At 3.0v impedances were 19,526 ohms at c+, 2-. The device was programmed at c+, 2-; 2.7v, 90 pw, 185 hz. Group impedance was 1049 ohms, 2.617 ma. The settings were changed to c+ 3- and re-ran impedances and got normal impedances, but stated she got "high" settings on group therapy and .076 ma. Instructed after pressing on the ins header block, extending/twisting no changes in impedances were noted. The pt was getting good therapy with c+, 2- and had not had any breakthrough tremor since (B)(6) 2011. No oor message was seen on the clinician programmer. The pt was going to be seen the next week for further monitoring. The pt later cancelled that appointment. It was noted that the pt had intermittent oor with another intermittent episode of breakthrough tremor. Nothing obvious was seen on the x-ray. The pt was going to keep an eye on the oor and was getting good therapy with programming at c+, 2-.